Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal plunger rod was difficult to move. The following information was provided by the initial reporter: it was reported plunger rod difficult to move.